Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient remained in stable condition.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 12mm balloon catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear 1.1cm from the distal tip. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient remained in stable condition.